Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and found the system was functional. Upon troubleshooting, the fse identified that the host pc intermittently fails to complete the start up. In order to resolve the reported issue, the host pc was replaced. The system was returned to use in good working order and ready for clinical use. The host pc was returned for further analysis and no failure was observed. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host computer intermittently did not start, which could prevent the entire system from starting. There was no reported patient or user harm. Philips has started an investigation of this complaint.